Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The device remains in service at this time. If additional information is received, this report will be updated. No adverse patient effects were reported.